Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced low blood glucose on (B)(6) 2018 with blood glucose of 51 mg/dl at the time of the incident. The customer was getting insulin flow blocked alarms. The customer was at 315 mg/dl at the time of the call, and 354 mg/dl when they were getting the delivery alarms. The customer used manual injections to treat their high. The customer used food to treat their low. The customer was not wearing the insulin pump during the incident within 48 hours. The auto mode on the insulin pump was not active and automatically adjusting insulin delivery during the event. Troubleshooting was not completed. The customer had another low on (B)(6) 2017 while pregnant. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.